Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's midline incision had opened. The physician re-sutured the wound and noted that it was only a superficial wound closure procedure. It was also reported that the re-opening of the incision was due to the fact that the physician did not use staples after the permanent implant procedure. The implant did not come out and no device malfunction was suspected. The patient was reportedly doing well post operatively.